Event description:
Reporting status: death. Reporting rationale: dislodged stent deployed in unintended site / death. Device issue: stent dislodgement. It was reported that the graftmaster stents were being used to treat a perforation caused by another company's dilatation balloon. During use of the 3 x 16 mm graftmaster, the stent dislodged from the shaft of the balloon and was deployed in the location where it dislodged with a different balloon. During use of the 3 x 26 mm graftmaster stent, it dislodged from the balloon, and the stent was deployed with a separate balloon at an undetermined location. Two other graftmaster stents were deployed without issue during this same case. The pt's condition was deteriorating, a pericardial tap was performed for treatment; however, the pt expired due to the pericardial bleed. No add'l event or pt info is available.